Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with a myocardial infarction (mi). The index procedure treated a de novo lesion in the proximal left anterior descending artery (lad). The lesion was 3.5 mm wide, 10 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.0 x 12 mm express2 bare metal stent. Residual stenosis was 0%. The patient received heparin, gpiib/iiia inhibitors and aspirin during the procedure. The patient was discharged 12 days later on aspirin, plavix, delix, beloc zok mite 23, simvahexal, inspra, torem, and insuman comb. The patient underwent the study defined 13 month follow up angiogram. 70% instent restenosis of the prox lad was found. The patient had no symptoms. Plavix had been stopped 2 weeks prior. The prox lad was direct stented with another manufacturers stent. The patient received ace inhibitors and statins during the procedure. There were no complications and the event was considered resolved 2 days later. In the opinion of the physician, there is a definite relationship between the taxus stent and the tvr.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. From review of all available information the most probable root cause of this defect is due to an anticipated procedural complication.